Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call was that they were having trouble recharging the controller from the power supply. Pt then stated that they were getting a message on the controller saying low battery and that the battery needed to be inspected and to call the help desk or something like that; the error message was not appearing during the call, so pss was unable to gather further screen details. Pss had the pt check the device battery levels; pt stated that the controller was at 100% and that the ins was at 40%. Pt then stated that the issue occurred once they connected the rtm to the controller to start recharging the ins. Pt stated that the controller would say recharging excellent, however within a couple seconds the controller would go blank and display the message. Pss had the pt connect the rtm to the controller and start an ins recharging session; pt confirmed seeing recharging excellent with the green light flashing above the screen. Pt stated that they had reset the controller before and that the equipment was then working right, however when they would check the recharging status while recharging the ins, the controller then wouldn't do anything (pss understood that the controller would be blank/unresponsive). Pss asked the pt if the rtm would get hot while recharging the ins; pt stated that the paddle sometimes would get hot. Pt then stated that the light above the screen turned from green to red and that only recharging was indicated without the recharging quality. Pt stated that the pain was excruciating when the device wasn't working. Pt called from registered number. Pt saw the "batteries low, replace controller batteries soon" message when charging the implanted neurostimulator (ins). Pt wanted to call back and provide the message on the screen. Patient services specialist (pss) reviewed the rtm was being sent and was the correct replacement for this issue. The issue was not resolved. No symptoms were reported.